Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced syncope along with cardiac arrest with pulseless electrical activity. There were no stored episodes within the ICD. The patient required medical resuscitation. At this time, no allegations have been received. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) went into cardiac arrest and experienced a syncopal episode. Shock therapy was delivered, however, was unsuccessful and the patient was externally rescued. This product remains implanted and in service. No additional adverse patient effects were reported.